Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The most probable cause is an inoperable uso sensor. This was replaced and the device passed all functional tests. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the upstream occlusion sensor was not working. There was no patient involvement and no patient harm/adverse event reported.